Event description:
Additional information was provided that the remote monitoring transmission was repeasted producing the same results of an alert for high shock impedances. The patient is scheduled for a non-invasive programmed stimulation (nips) test in late-(B)(6) 2017.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the shock impedance measurements had increased to greater than 200 ohms. A procedure was performed to replace the patients device for normal battery depletion. During the procedure, upon inspection of the lead, the physician thought the lead was coiled under the device with acute angles. When connected to the new device, the impedance measurements decreased to within normal limits. The lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was provided that non-invasive programmed stimulation (nips) testing was performed in early (B)(6) 2017. Results revealed appropriate device function of the shocking electrode with shock lead impedance measurements of 76 ohms and defibrillation threshold measurements less than or equal to 31 joules. The patient will be followed accordingly to clinic policy, both in-clinic and through remote monitoring.

Manufacturer narrative:
Further investigation is being performed. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that an alert was detected for high shock impedance measurements, greater than 125 ohms with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). It was noted that shock impedances have been high in the 110 bpm range for quite awhile and then started to gradually trend upwards. Boston scientific technical services (ts) discussed performing a 1.1 joule and max commanded shock test to test the lead integrity or to compare high energy shock impedances with defibrillation threshold (dft) tests from implant to evaluate therapy efficacy. Ts discussed potential truncated biphasic wafeform and limited energy to tissue for delivered shock impedances out of range. Ts discussed programmable limits for high shock impedances for out of range triggers and discussed demonstrating beep tones to patient. The field representative stated they would follow-up after the patient is seen in-clinic with a programmer.

Event description:
Additional information was provided that the patient did not show up for his appointment. No further information is available.